Manufacturer narrative:
Corrected data: investigation findings and investigation conclusions based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient is experiencing ineffective/loss of therapy due to lead migration. Impedance check revealed high impedances. As such, the patient was unable to set the ipg into MRI mode. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that surgical intervention took place wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrected data: d10 therapy date.